Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a cystoscopy left ureteroscopy retrograde laser lithotripsy stent placement procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body broke about six inches from the fiber tip inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a cystoscopy left ureteroscopy retrograde laser lithotripsy stent placement procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body broke about six inches from the fiber tip inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The fiber was returned in the hoop. A kink was visible through the hoop prior to removal. Upon removal of the fiber from the hoop, the kink became a break and the fiber was measured in two pieces. The first piece measured approximately 115 cm from the top of the connector to the break. The second piece measured approximately 201.7 cm from the break including the distal tip. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.